Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported anemia could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on 19feb2022 (captured under MFR # 2916596-2022-01643). Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU rev. C is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for anemia. The patient received a transfusion and was discharged on (B)(6) 2019.